Event description:
The abbott freestyle libre 2 glucose sensors come with an app, libre 2, available on the apple store. It has not been updated in 10 months, in the meantime apple has issued 6 security updates for ios 16, which are strongly recommended by apple to prevent hacking. Abbott has consistently been slow to update, their last one is for ios 16.0. The patient's device stopped working 2 days ago when the iphone automatically updated to ios 16.6, leaving the patient with no way to monitor glucose. He had a low excursion (55mg/dl) last night that was not picked up by the iphone. Should abbott really be marketing an app that is unreliable and not prioritized by the company for updating to maintain compatibility with the iphone operating system? It would seem trivial to maintain an up-to-date app, given that 1000s of other apps do. And this one, designed to provide constant monitoring of glucose, to identify high and especially low incursions, should be considerably more reliable. A review of the libre 2 app on the apple app store reveals this is far from an isolated, or even recent problem with abbott's failure to maintain an updated app. A little more oversight here might be helpful. Low glucose confirmed with finger stick.